Event description:
The customer reported to olympus, the tip of the bronchovideoscope was not straight. The device was returned and an evaluation at the repair center revealed, the coating of the connecting tube was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of returned device confirmed the customer allegation. Bending tube had a dent. There were few additional findings. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Connecting tube has a dent. Universal cord has a scratch. Universal cord has a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 1) "visually and by hand confirm that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit and scope connector." 2) "visually confirm that there are no abnormalities such as bending, twisting, or bulging near the boundary between the oredome part and the insertion part." 3) "cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities." Olympus will continue to monitor field performance for this device.